Event description:
The user reported the fluid administration set within the kit failed to close with the roller clamp during a laser ablation procedure. The physician had to manually clamp the line off. No harm or injury reported.

Manufacturer narrative:
Device eval - the suspect device is not expected to be returned for eval. The user did not indicate if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed.